Event description:
It was reported that shaft break occurred. During the procedure, a 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment but could not pass though the lesion. However, upon advancing the stent into the patient, it was noticed that the stent was broken. No patient complications reported.

Event description:
It was reported that shaft break occurred. During the procedure, a 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment but could not pass though the lesion. However, upon advancing the stent into the patient, it was noticed that the stent was broken. No patient complications reported. It was further reported that the shaft near the hub broke, and the physician may have bent the device while advancing it into the guide catheter.